Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted. The device failed vibrate check on self test due to broken black vibrator motor wire. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that they programmed the insulin pump on vibrate but the device would not vibrate. The customer's blood glucose was 89 mg/dl. The customer stated that the night prior to the report the insulin pump sent a high alarm for a high sensor glucose value, and the device went to siren and not vibrate. Troubleshooting was performed and the device still did not vibrate. At the end of self test the device still did not vibrate. The customer stated that there were 20 units of insulin delivered and their blood glucose increased to 300 mg/dl. The discontinuation of the device was advised. Nothing further was reported.